Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. Visual inspection revealed that the tube was under inserted in the upper part of the y injection port. The set was leak tested under water using 0.56 bar pressure. A leak was revealed between the under inserted tube and the upper part of the y injection port. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which a nurse noticed something was leaking and after checking the IV cannula, she traced the leak back to the y injection port, where she noticed a hole. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.